Manufacturer narrative:
The device was not returned for analysis, as it was discarded. The device used in treatment. The lot number was not provided by the customer, therefore, the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. There was no specific performance related failure reported by the user. No further investigation is required. Risk assessment is not required as no device malfunction reported.

Event description:
During a heliostar ee procedure there was a pericardial effusion. Dr. (B)(6) as the performing doctor had finished inserting the guidestar, heliostar and lassostar into the left atrium in order to start ablation when the patient's blood pressure decreased. Echo proved that there was perdicardial effusion that was managed well by the team and we could continue with the procedure as normally after a new and better transseptal puncture. The material all performed well and we had a near-perfect heliostar procedure after the effusion (5 shots in total, short procedure time). All disposables were discarded because no issues were found on them. The procedure took one hour longer than expected because of the pericardial effusion problem but no remaining issues/problems for the patient are to be foreseen in physician's opinion.

Manufacturer narrative:
H8: selected initial use of device. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.